Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed testing and reprogramming the limit for the alert. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance of 128 ohms. The caller stated that impedance is typically around 120 ohms. No adverse patient effects were reported.